Event description:
The complaint described in (B)(4). Concerns an end user that has been using speedicath compact male for 12 years. The inner catheter had detached from the outer catheter while the inner catheter was inside the urethra during intermittent dilation. This resulted in the end user being admitted to the ER where he underwent a cystoscopy. The cystoscopy revealed that the detached inner catheter was not in the bladder and upon returning home the end user found the part in the toilet bowl. The end user stayed at the ER overnight. No harm was registered.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.